Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not received from the customer. However, clinical details were sufficient to determine the root cause. The root cause of the delivery issue was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a male patient was being implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the physician was having difficulty getting the impella 5.5 to pass through the graft. Once it passed, the pump was unable to cross the valve. Therefore, placement was of impella 5.5 was aborted.